Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: they were not in my tubes years after hysterectomy when both tubes were removed essure was not found"), device expulsion ("expulsion of essure device"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety, depression, hypercholesteremia, irritable bowel syndrome, urinary incontinence, traumatic brain injury, post-traumatic stress disorder, libido decreased on (B)(6) 2015, acne and irritability. Concurrent conditions included headache since (B)(6) 2010, chills since (B)(6) 2010, fever since (B)(6) 2010, general body pain since (B)(6) 2010, nasal congestion since (B)(6)2010, cellulitis, nausea since (B)(6) 2010, dysuria since (B)(6) 2010, uterine cervical pain since (B)(6) 2010, vaginal discharge abnormality since (B)(6) 2011, abdominal cramps since (B)(6)2011, constipation since (B)(6) 2011, urinary incontinence since (B)(6) 2015, skin tags since (B)(6) 2015, bloating since (B)(6) 2016 and perineal pain. Concomitant products included cilest (ortho cyclen) from (B)(6) 2010 to (B)(6) 2011 for dysfunctional uterine bleeding, ibuprofen from 2009 to 2016 for pain as well as docusate sodium, linaclotide (linzess) and stelamin (plexus). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2010, 1 year after insertion of essure, the patient experienced procedural pain ("pain extreme after essure placement"). In 2011, the patient experienced irritability ("mood, irritable all the time"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia )"), rash ("skin rash"), abdominal distension ("bloating"), tooth disorder ("dental issues"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adnexa uteri pain ("fallopian tube pain /pain extreme after essure placement") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6)2011 total hysterectomy (uterus & cervix) ,and (B)(6) 2016 (bilateral salpingectomy)), surgery (on (B)(6) 2011 total hysterectomy (uterus & cervix) ,and (B)(6) 2016 (bilateral salpingectomy)) and surgery (total hysterectomy (uterus & cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, menometrorrhagia, menorrhagia, rash, abdominal distension, tooth disorder, alopecia, migraine and irritability outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, adnexa uteri pain, fatigue and procedural pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritability, menometrorrhagia, menorrhagia, migraine, pelvic pain, procedural pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2009:5 mm hysteroscope inserted. R. Ostia:3 -coils visible at the opening of the ostia. L. Ostia identified. Micro-insert placed per conceptus® recommendation. 4- coils visible at the opening of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :dysmenorrhea. Vaginal bleeding ,fatigue, menometrorrhagia, mood, irritable all the time, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: they were not in my tubes years after hysterectomy when both tubes were removed essure was not found"), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety, depression, hypercholesteremia, irritable bowel syndrome, urinary incontinence, traumatic brain injury, post-traumatic stress disorder, libido decreased on (B)(6) 2015, acne and irritability. Concurrent conditions included headache since (B)(6) 2010, chills since (B)(6) 2010, fever since (B)(6) 2010, general body pain since (B)(6) 2010, nasal congestion since (B)(6) 2010, cellulitis, nausea since (B)(6) 2010, dysuria since (B)(6) 2010, uterine cervical pain since (B)(6) 2010, vaginal discharge since (B)(6) 2011, abdominal cramps since (B)(6) 2011, constipation since (B)(6) 2011, urinary incontinence since (B)(6) 2015, skin tags since (B)(6) 2015, bloating since (B)(6) 2016 and perineal pain. Concomitant products included cilest (ortho cyclen) from (B)(6) 2010 to (B)(6) 2011 for dysfunctional uterine bleeding, ibuprofen from 2009 to 2016 for pain as well as docusate sodium, linaclotide (linzess) and stilamin (plexus). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menometrorrhagia ("menometrorrohagia"). On (B)(6) 2010, 1 year after insertion of essure, the patient experienced procedural pain ("pain extreme after essure placement"). In 2011, the patient experienced irritability ("mood, irritable all the time"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia )"), rash ("skin rash"), abdominal distension ("bloating"), tooth disorder ("dental issues"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adnexa uteri pain ("fallopian tube pain /pain extreme after essure placement") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2011 total hysterectomy (uterus & cervix) ,and (B)(6) 2016 (bilateral salpingectomy)), surgery (on (B)(6) 2011 total hysterectomy (uterus & cervix) ,and (B)(6) 2016 (bilateral salpingectomy)) and surgery (total hysterectomy (uterus & cerevix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, menometrorrhagia, menorrhagia, rash, abdominal distension, tooth disorder, alopecia, migraine and irritability outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, adnexa uteri pain, fatigue and procedural pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritability, menometrorrhagia, menorrhagia, migraine, pelvic pain, procedural pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2009:5 mm hysteroscope inserted. R. Ostia:3 -coils visible at the opening of the ostia. L. Ostia identified. Micro-insert placed per conceptus® recommendation. 4- coils visible at the opening of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :dysmenorrhea. Vaginal bleeding ,fatigue, menometrorrhagia, mood, irritable all the time, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter information updated. Historical condition, concomitant condition, concomitant drug, laboratory data , lot number were added. Added event mood, irritable all the time, abnormal bleeding (general), menometrorrhagia, abnormal bleeding (vaginal ), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain extreme after essure placement , expulsion of essure device, fallopian tube pain, migration of essure device, fatigue. Updated onset date and outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spotaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: they were not in my tubes years after hysterectomy when both tubes were removed essure was not found"), device expulsion ("expulsion of essure device"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety, depression, hypercholesteremia, irritable bowel syndrome, urinary incontinence, traumatic brain injury, post-traumatic stress disorder, libido decreased on (B)(6) 2015, acne and irritability. Concurrent conditions included headache since (B)(6) 2010, chills since (B)(6) 2010, fever since (B)(6) 2010, general body pain since (B)(6) 2010, nasal congestion since (B)(6) 2010, cellulitis, nausea since (B)(6) 2010, dysuria since (B)(6) 2010, uterine cervical pain since (B)(6) 2010, vaginal discharge abnormality since (B)(6) 2011, abdominal cramps since (B)(6) 2011, constipation since (B)(6) 2011, urinary incontinence since (B)(6) 2015, skin tags since(B)(6) 2015, bloating since (B)(6) 2016, perineal pain, anxiety since 2010, depression since 2010 and post-traumatic stress disorder since 2009. Concomitant products included cilest (ortho cyclen) from (B)(6) 2010 to (B)(6) 2011 for dysfunctional uterine bleeding, ibuprofen from 2009 to 2016 for pain as well as docusate sodium, linaclotide (linzess) and stelamin (plexus). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia )"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menometrorrhagia ("menometrorrohagia"). On (B)(6) 2010, 1 year after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("pain extreme after essure placement"). In 2011, the patient experienced irritability ("mood, irritable all the time") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("skin rash"), abdominal distension ("bloating"), tooth disorder ("dental issues"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adnexa uteri pain ("fallopian tube pain /pain extreme after essure placement") and mood altered ("hormonal changes-mood"). The patient was treated with surgery (on (B)(6) 2011 total hysterectomy (uterus & cervix) and (B)(6) 2016 (bilateral salpingectomy)), surgery (on (B)(6) 2011 total hysterectomy (uterus & cervix) and (B)(6) 2016 (bilateral salpingectomy)) and surgery (total hysterectomy (uterus & cerevix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, menometrorrhagia, menorrhagia, rash, abdominal distension, tooth disorder, alopecia and migraine outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, irritability, dysmenorrhoea, dyspareunia, adnexa uteri pain, fatigue, procedural pain and mood altered had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritability, menometrorrhagia, menorrhagia, migraine, mood altered, pelvic pain, procedural pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2009:5 mm hysteroscope inserted. R. Ostia:3 -coils visible at the opening of the ostia. L. Ostia identified. Micro-insert placed per conceptus® recommendation. 4- coils visible at the opening of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :dysmenorrhea. Vaginal bleeding ,fatigue, menometrorrhagia, mood, irritable all the time, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Events added from pfs- hormonal changes-mood. Outcome of event pelvic pain was update from unknown to recovered / resolved. Onset date of event vaginal haemorrhage, menorrhagia, device dislocation, fatigue, device expulsion was update. Lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal distension ("bloating"), tooth disorder ("dental issues"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, abdominal distension, tooth disorder, alopecia and migraine outcome was unknown. The reporter considered abdominal distension, alopecia, migraine, pelvic pain, rash and tooth disorder to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.